Manufacturer narrative:
Technical evaluation: the unit was returned in its original chipboard box with its spiral carrier and labeling. The carrier tube had been flooded and there was still fluid visible inside. The unit was decontaminated in a 1:10 dilution of household bleach. The incident report speaks of a hub that is broken. Visual examination of the hub shows no defects. Attachment of the lure fitting to the syringe for decontamination and to the rhv was flawless. There are, however, two anomalies: a crumple zone between 42.5 and 42.8 cm from the distal tip and a flattened section 10.2 to 10.8 cm from the tip. Conclusion: the incident is confirmed, but not as reported. Since the original report of this incident implied that the catheter was not used and the failure report is substantially different from the original report, it may be surmised that a different unit was returned than was reported. The DHR for this lot of production has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0854 (lot# l13515). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. (B)(4). The parts released in this lot met process requirement.

Event description:
Upon opening the packaging of the psc032, the surgical staff identified the hub of the catheter as being defective.